Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse replaced the charger, adjusted the voltage, and tested the console. The console was then operating within specifications. Based on the information available, it is probable that the charger not working affected the device performance leading to the reported event.

Event description:
It was reported that errors 58 (self test process failure (one of the tests completed with fail status)), 203 (charger error-charger fail (failed charging within timeout 300 ms)), and 208 (charger error-charger test fail) occurred prior to the procedure. Information regarding whether the patient had been sedated was not available. The procedure was then cancelled. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse replaced the charger, adjusted the voltage, and tested the console. The console was then operating within specifications. The charger 3 phase assembly was later returned and received for analysis. Visual inspection found the board and electrical connections were in good condition. Based on the information available, it is probable that the charger not working affected the device performance leading to the reported event.

Event description:
It was reported that errors 58 (self test process failure (one of the tests completed with fail status)), 203 (charger error-charger fail (failed charging within timeout 300 ms)), and 208 (charger error-charger test fail) occurred prior to the procedure. Information regarding whether the patient had been sedated was not available. The procedure was then cancelled. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Event description:
It was reported that errors 58 (self test process failure (one of the tests completed with fail status)), 203 (charger error-charger fail (failed charging within timeout 300 ms)), and 208 (charger error-charger test fail) occurred prior to the procedure. Information regarding whether the patient had been sedated was not available. The procedure was then cancelled. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse replaced the charger, adjusted the voltage, and tested the console. The console was then operating within specifications. Based on the information available, it is probable that the charger not working affected the device performance leading to the reported event.